Manufacturer narrative:
The customer reported that there was a defective pcu (8015) keypad resulting in the device not turning on was confirmed. Inspection: an external and internal inspection was performed on (qty 1, p/n tc10013664). External inspection of the keypad was observed to be in good condition with no irregularities observed. Internal inspection of the keypad found signs of fluid ingress where the flex cable meets the circuit layer. Test results: the keypad did not power on using the system on key (qty 1, tc10013664). Aside from the ¿system on¿, the keypad keys were functioning as intended. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the front case assembly with keypad was provided for investigation.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no harm to patient. The issue was noted prior to patient use.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no harm to patient. The issue was noted prior to patient use.